Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of an image difficulty. The image was noted to be intermittent and flickering, and was lost completely when the device was angulated. There was fluid invasion inside the control body and endoscope connector unit. The device passed the leak test, but it failed the insulation test due to a cracked distal end cover. The charge coupled device-flexible printed circuit (ccd-fpc) board was found damaged, which likely contributed to the image difficulty. The user's experience was determined to be due to fluid invasion, likely as a result of user handling, as the device passed leak testing. The device has been refurbished. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the users experienced a complete loss of image. The procedure was completed using a different, but similar device. There was no pt injury reported.